Event description:
It was reported that the balloon of the fogarty catheter could not maintain its inflation during the inflation test before use. There were no patient complications reported. Per product evaluation, the balloon appeared deteriorated and torn pieces did not having matching edges.

Manufacturer narrative:
The reported event of the balloon of the fogarty catheter could not maintain its inflation was confirmed. The balloon was found to be torn around circumference at the distal side. Closer examination found that the balloon appeared deteriorated. After cutting the proximal windings, the edges of torn area did not appear to match up. Latex deterioration is a condition usually caused by age, excessive exposure to light, atmosphere, or ozone. Appears on the balloon surface as a maze of fine cracks or crazing. The condition may occur in a small area or cover the entire balloon. No visible damage was observed from both windings and catheter body. Further evaluation regarding related quality issues is under investigation. A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
Engineering evaluation was completed. A CAPA was initiated for this issue and a product risk assessment was generated earlier. As a result, fca 90905 was voluntarily initiated. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.